Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated an elevated troponin (accutni) result, which upon repeat was lower in normal reference range. The initial elevated result was not reported out of the laboratory. There was no impact to patient treatment except delays in getting result for the ER doctor.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. The customer provided qc data indicates that qc is recovering within the established ranges. A system check performed on (B)(4) 2011 passed all specifications. Service was not dispatched for this event. Root cause for this event has not been determined.